Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not display the patient's ECG. After some time the device began to work properly. Without this functionality the need for defibrillation therapy could not be determined. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. The electronic record from the device was downloaded and evaluated. The record shows no ECG cable connection to the patient. After unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not display the patient's ECG. After some time the device began to work properly. Without this functionality the need for defibrillation therapy could not be determined. This issue is patient related; however there was no adverse patient outcome reported by the customer.